Event description:
Customer reported the smartsite valve was stuck and could not be removed from the PICC/central line female luer. Customer reported initially that the PICC/central line was replaced. No further patient/event info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.